Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized with a blood glucose level of 68 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they passed out causing to hit their head on a coffee table. The customer suffered a slight concussion and was assisted by paramedics. The customer stated that the low blood glucose levels were not due to their insulin pump. The customer declined to be transferred to the help line. The customer did not provide the time and date of the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.